Event description:
A hospital in (B)(4) reported to our distributor that an rt109 adult anaesthesia circuit failed the servo-I leak test. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4).method: the complaint rt109 circuit was returned to fisher & paykel healthcare in new zealand for inspection. It was pressure tested and immersed in a waterbath to check for leaks.results: the pressure test result was outside the required specification. Immersion in a waterbath showed the location of the leak to be in the y-piece. Further inspection revealed that there was a small hole in the y-piece. A lot check revealed no other complaints of this nature for lot number 110518.conclusion: we were unable to determine what caused the hole in the y-piece. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the subject rt109 circuit would have met the required specification at the time of production. This suggests the hole developed post production. This is the only complaint of this nature that we received for the rt109 adult anaesthesia circuit in the last 12 months to the end of (B)(4) 2011.